Event description:
Pt was being transferred from wheelchair to bed at 8:25pm in their room when the lift suddenly broke - the cnas recalled hearing a popping noise and a cloud of black dust fell out of the lift. Pt fell approximately 3 feet landing on their right side. The bolt on the four point hanger assembly stripped through the 2 nuts securing it.